Event description:
Patient having routine dialysis (3 hr.) Treatment. The time scheduled was 6:15 am to 9:15 am. At 8:30 am the machine alarmed. E.r.o. (Inaccurate fluid removal), x 3, in next 20 minutes. Increased volume noted to be removed machine was reset again, plus 1160 cc was removed in 5 minutes. N/s was wide open, fluid replacement matching volume indicated coming off. Vital signs decreased to 80/50 but then increased to 110/60 as fluid replaced. Treatment terminated per order of physiciandevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, electrical tests performed, mechanical tests performed. Results of evaluation: none or unknown, unanticipated short term complication of procedure, fail-safe systems. Conclusion: device failure directly caused event, device failure directly contributed to event, no failure detected and product within specification, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.